Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pediatric patient underwent a laceration closure on the chin on (B)(6) 2015 and topical skin adhesive was used. When the physician crushed the ampoule, the topical skin adhesive seemed to flow very slowly. The physician squeezed the rubber over the ampoule again and a shard penetration occurred. The procedure was completed with a like device. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
It was reported that a pediatric patient underwent a laceration closure on the chin on (B)(6) 2015 and topical skin adhesive was used. During the procedure when the physician crushed the ampoule, the topical skin adhesive seemed to flow very slowly. The physician squeezed the rubber over the ampoule again and a piece of glass cut through the plastic and his hand was cut. The puncture site was cleansed and antibacterial ointment and a bandaid were applied. The current status of the physician was reported as fine with no repercussions. The patient procedure was completed with a like device. (B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube was observed. These piercings coincided in position.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.